Manufacturer narrative:
No frozen screen or display anomaly noted. Device time or clock moved. All buttons functioning properly. No damage or unlocked lcd keypad connector during visual inspection noted. Device passed self-test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had frozen display. The customer blood glucose level was unknown. The customer stated that troubleshooting was performed. Customer stated that time clock did not advance and display was not totally blank. The device will not be returned for analysis.